Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The distributor reported that system malfunction error preventing mechanical ventilation. There was no report of patient injury.

Manufacturer narrative:
The distributor performed a checkout of the system. The interface shelf and carrier board assembly were replaced to resolve the reported issue. The distributor performed a checkout of the system. The interface shelf and carrier board assembly were replaced to resolve the reported issue.